Manufacturer narrative:
The reported events of unacceptable threshold and damaged helix were not confirmed. A complete lead was returned in one piece. Electrical testing, visual examination and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure it was noted that the right-atrial (ra) lead exhibited high capture threshold and its helix was found broken during repositioning. As a resolution the ra lead was not implanted and a near at hand replacement was implanted instead on (B)(6) 2025. There were no patient consequences.